Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped. The interventionalist inserted the sheath into the left femoral artery. The iab was inserted without incident. Upon connecting to the arterial pressure line, the perfusionist noted a crack in the proximal luer of the 6" extension tubing. The perfusionist put "clear opsite dressing" over the luer lock, connected to the transducer and all functioned well. There were no reported pt complications.

Manufacturer narrative:
Follow-up will be filed if add'l info becomes available.